Manufacturer narrative:
(B)(4). Device is a combination product.   (B)(4).  Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the tortuous and heavily calcified right coronary artery. A 4.00x16mm synergy ii drug-eluting stent was selected for use to treat the lesion. During preparation, when the stent protector was pulled off from the backend, the stent came off with it. The physician advanced the stent delivery system (sds), ballooned the lesion, then the physician realized there was no stent with the sds. The procedure was completed with another of the same device. No patient complications were reported.